Event description:
It was reported that a patient underwent a breast augmentation revision with mentor memorygel breast implant 375cc gel breast prostheses when the right breast prosthesis ruptured post implantation. Rupture of the patient¿s right breast prosthesis was diagnosed by a healthcare professional. Additionally, the patient was diagnosed with baker grade IV capsular contracture in her right breast. Lastly, the patient was developed with bilateral breast ptosis. As a result, the patient underwent bilateral explantation and replacement with mentor memorygel boost breast implant 260cc gel breast prostheses on (B)(6) 2025. This medwatch report is for the patient¿s left breast prosthesis. Refer to manufacturer report number 1645337-2025-08942 for the report for the patient¿s right breast prosthesis.

Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: right breast prosthesis rupture and capsular contracture, bilateral breast ptosis. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Manufacturer¿s reference number: (B)(4).